Event description:
Complainant alleged that while attempting to treat a male pt for cardiac arrest, the device inappropriately shut down when tilted on its side. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.